Manufacturer narrative:
Plant investigation: the event description describes a use error and does not allege any deficiency or defect related to the manufacture of the liberty cycler set. The complaint sample is not available for manufacturer physical evaluation. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed and completion of the device history record (DHR) review is not required as it is unrelated to the investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line after becoming disconnected during their pd treatment. The patient was unsure how or why the patient line became disconnected. The patient reported receiving an air detected in cassette alarm during drain 1 of 2 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to cancel treatment. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line after becoming disconnected during their pd treatment. The patient was unsure how or why the patient line became disconnected. The patient reported receiving an air detected in cassette alarm during drain 1 of 2 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to cancel treatment. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.